Event description:
The facility's o.r. Materials management informed the distributor's sales rep of the following: second device (different catalog/lot number), same pt the physician had problems placing. The physician tried to implant this device and while removing the dilator, the introducer kinked approx 1 /12" from the distal end. Another device (third) was obtained and implanted successfully. The device is scheduled to be returned to the MFR. For analysis. No further details were provided at this time.